Manufacturer narrative:
Terumo did not receive the actual device, and the complaint was not confirmed. The root cause of the damage is unknown. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the tray was cracked. The event did not cause delay in surgical procedure.